Event description:
A user in finland reported receiving a malfunction alarm identified as "alarm 20" while the pump was in use. They verified the alarm through the pump's history, and there were no notable events leading up to the alarm. There was no data provided on the customer¿s blood glucose level at the time of the event. In response, the customer was advised to load a second cartridge using proper technique, but the alarm recurred, leading to the decision to replace the pump. Tandem technical support initiated the process to replace the pump, confirmed the customer¿s shipping address, and instructed the customer to return the faulty pump within 10 days using a pre-paid label and box. The customer chose not to disclose the backup insulin delivery method they would use during this time.